Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the frame did not completely expand due to heavy calcification on the native leaflets and a fused leaflet. An echocardiogram showed moderate paravalvular leak (pvl) and the valve frame was dilated with a valvuloplasty balloon post valve implant. After the balloon was inflated, hypotension was noted, compressions were started, and the patient was placed on cardio-pulmonary bypass support. An echocardiogram and selective angiogram indicated an annular rupture near the left coronary cusp. The patient was removed from cardio-pulmonary bypass support and subsequently expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.